Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received six shocks in one episode which did not convert the rhythm. Anti-tachycardia pacing (atp) was also delivered. The rhythm ID showed it was correlated to the sinus template during detection. Therapy was exhausted. Presenting electrogram (egm) showed shock may be inappropriate. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.